Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she saw bubbles in the reservoir and has stopped using the insulin pump. Customer stated there are big and tiny bubbles in the reservoir. Troubleshooting was performed and the air bubbles did not persist after set change. Customer will be sent a few new reservoirs to try.

Manufacturer narrative:
Evaluated three opened/used reservoirs, performed pre-fill reservoir reservoirs; passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected locked in place properly.